Event description:
It was reported that during a total thyroidectomy procedure, the tissue was charring and it did not stop the bleeding. They got a new device. No patient consequence reported.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.